Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room for an audible alert due to a one time high impedance measurement on the superior vena cava (svc) coil of the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient fainted at home and was transferred to the emergency room. The patient was placed on a monitor and went asystolic. Transcutaneous pacing was started and the patient was transferred to the catheter lab for device replacement. The right ventricular (rv) lead was found to have a high undefined pacing impedance and a confirmed fracture. The rv lead was inactivated and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.